Event description:
Valeo ll cage implant placement was not optimal in the disc space. Cage inserter consists of an outer shaft for gripping and an inner shaft with a thread that engages with the cage. This device was used as an extractor to reposition the implant, but resulted in the tip of the inner shaft breaking off and remaining inside the cage. Cage was left in place and there was no harm to the patient. The instrument tip is surrounded by the cage which is an implantable material. Unknown force exerted by the disc space on the cage. Unknown handling modality by the end user while attempting to reposition the cage. Pre-operative images and post operative images were not provided. There was no reported harm or injury to the patient. Case indeterminate and incidental.